Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose levels (48 mg/dl). Contact stated low blood glucose level could possibly be due to hormonal changes. Customer consumed candy to stabilize blood glucose levels. Reportedly, customer has an appointment set with their health professional to discuss possible factors that may affect blood glucose levels.